Manufacturer narrative:
Device evaluation- the lens was returned with moisture in a microcentrifuge vial. Visual inspection found no visible damage to the lens. (B)(4).

Manufacturer narrative:
Weight - unk. Ethnicity- unk. Race- unk. This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticm5_12.1, -12.50/2.5/094 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. The lens was removed and replaced on 13/mar/2019 for a longer length lens due to low vault with rotation. This resolved the problem. Cause of the event is reported as unknown.